Event description:
When working in the IV room, my pharmacy technician was compounding in the IV room. Before preparing the next sterile compound, she examined the syringe she would be using. Upon examination, she found that there was debris on the barrel just below the plunger, so she did not use this syringe. This was brought to the attention to the IV room pharmacist for inspection. This was then escalated to management, who recommended to sequester all of the 20 ml syringes with the same lot number. The details of the syringe are bd 20 ml syringe, luer-lok tip; ref 303310; lot: 5015718. We went through all of the 20 ml syringes in the pharmacy (including the ones already in the IV room) to sequester that lot number. The other syringes with the same lot were all inspected but no others were found to have any debris on them. [Date redacted] sample collected and emailed [redacted]. Manufacturer response for 20ml syringe, bd 20 ml syringe, luer-lok tip (per site reporter).